Event description:
Customer reported receiving an inaccurately high reading on their freestyle flash blood glucose monitor. Customer reported receiving a reading of 172 mg/dl compared to a laboratory result of 21 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. Customer then reported increasing their medication based on a value obtained on their meter, and then reported experiencing a loss of consciousness. Paramedics were called, and the customer was diagnosed with hypoglycemia. An intravenous treatment of glucose was administered in order to stabilize glucose levels.

Manufacturer narrative:
Customer returned freestyle flash blood glucose monitor and test strips that were not contained in a vial. Unable to determine what lot number the test strips were part of, or their expiration date. Test strips with lot number 0722817 were used during testing. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. A reading of 174 mg/dl, similar to the freestyle flash blood glucose result as reported by the customer was identified in the meter internal log, in 2007 three days prior to the reported event date.